Event description:
Admitted from another acute care facility in 2005 with septic shock. Pt underwent an exploratory laparotomy, left hemicolectomy, right colectomy and small bowel resections for necrotic small bowel/left colon. Since admission pt required IV pressors via the swan ganz catheter for hemodynamic support. The following day, at 15:00 pt was receiving IV levophed at 17 micrograms per kg per minute via the vip port. At this time the swan ganz catheter was noted to be leaking levophed (around 90 cm's). Pt became hypotensive requiring add'l vol to support blood pressure. Swan ganz catheter was removed and new one was inserted by the physician without difficulty. At 15:45 the pt was no longer hypotensive and at 16:00 IV levophed had been resumed to infuse in the new swan ganz catheter.